Event description:
During the procedure the balloon of this device failed to inflate. Reportedly, when the balloon was removed a hole was detected in it. The device was replaced and the procedure was completed. The pt is reported as fine and the device is being returned for co's analysis.